Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intrathecal catheter was explanted due to leakage. It was mentioned that this could of occurred due to the patient falling.